Event description:
A patient reported experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were 26, 116 mg/dl. Tests were done within 10 minutes with a difference of 80 mg/dl. Patient did not experience any adverse events. No further informtion has been reported.